Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. It was recommended to replace the display assembly to correct the reported issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(6). H3 other text : a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. It was recommended to replace the display assembly to correct the reported issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(6).

Event description:
The customer reported an error which may result in a loss of mechanical ventilation. There was no report of patient involvement.